Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. The results show out of specifications most likely due to a defective downstream occlusion sensor, dso. The dso will be replaced.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device failed occlusion at 45.08psi during testing. There was no patient, or clinician injury associated with this event.